Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the cv (coefficient of variation) and gain for the latron control were high. The fse replaced and realigned the flow cell. (B)(4).

Event description:
Customer reported the latron control was out of range when using the coulter lh 500 hematology analyzer. The issue could not be resolved by the customer performing the flow cell flush procedure. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.